Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and there were scratches and cracks on the lcd lens screen. Functional testing found that the device duplicated the reported issue multiple times. The investigation determined that a defective and inoperable air detector sensor was the cause of the reported issue. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pumps, the pump did not detect when there was air in the tubing set. No patient injury reported.